Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was placed onto impella cp support due to acute myocardial infarction complicated by cardiogenic shock. While on support, a suction alarm was noted and low flow and minimal pulsitility on motor current. Echocardiogram at bedside was done and position was confirmed by the medical doctor and they were still unable to resolve the alarms. The team ultimately decided to withdraw care.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction h6 health effect - clinical code 0602 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Suction/low flow: data log review confirmed the rapid decline/trend in the placement signal (ps) while motor current (mc) and pump flows remained stable at p-9. The pump was turned down to a lower p-level, and during this time, pump flows remained in the expected range for each respective p-level until a sudden mc spike with ms deviation. Returned product was investigated and there were no defects of the product noted (impeller damage, cannula kink). There was, however, biomaterial in the inflow cage of the pump. The pump was run in a bucket of water with the biomaterial still present, and low pump flows reproduced. The biomaterial was removed and pump flows were back within the expected range. Based on the clinical details provided, signature of biomaterial ingestion followed by low pump flows on data logs, and biomaterial on returned product reproducing low flows, the cause of the suction/low pump flows was determined to be biomaterial ingestion. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.